Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing and mode switching due to noise was noted. The physician believed myopotentials to be the cause of the noise and the device was reprogrammed. The patient did not experience any adverse consequences and was in stable condition.